Event description:
A report was received that a pt's implantable pulse generator (ipg) was not charging. A bsn representative confirmed premature battery depletion. The pt underwent a revision surgery to replace the ipg. The pt is reportedly doing well.